Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when activated the bd insyte" autoguard" bc shielded IV catheter failed to retract fully also the needle was bent. No serious injury or medical intervention noted.

Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer team. Upon examination, the needle was observed to be partially retracted and damage was found on the grip and at the connection of the grip to the barrel. The needle was not observed to be bent, coiled, crimped, or curved. The defect of needle retraction failure was determined to have occurred during the manufacturing process. Within the production zones, the plug probe and barrel stations have the ability to become misaligned and cause the type of damage observed. Proper personnel have been notified. A review of the device history record could not be performed as the lot number was not provided. A search of the qn / sap database could not be done; no lot number was provided for this incident. The samples were visually and microscopically evaluated and the customer's indicated failure mode for needle retraction failure was observed. It was observed the needle was partially retracted into the safety barrel leaving the needle tip exposed. Observed damage on the grip; inward causing the partial retraction. The damage was in the area at the bottom of the grip where it connects to the barrel. The needle was not bent, coiled, crimped, or curved. Functional testing was performed and it was observed that the needle was pushed and repositioned to the out position. The button was depressed and the retraction was unsuccessful. Investigation samples(s) meet manufacturing specifications: no; the returned used unit provided for evaluation displayed a damaged grip; which inhibited the needle from retracting. Conclusions: the defect needle retraction failure, as stated in the description of the complaint, was confirmed with the returned unit. The returned unit displayed damage to the grip component. The defect needle bent, as stated in the description of the complaint, was not confirmed with the returned unit. Conclusion: relationship of device to the reported incident: manufacturing. Comment: the plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint.